Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow up after receiving alerts for non-sustained lead noise due to sensing latency on the far-field channel. Programming changes were made. Device remains implanted. Patient condition is good.